Event description:
Event description guidant received information that, 5 months post-implant, this right ventricular defibrillation lead is demonstrating loss of capture and pacing impedance measurements of >3000. It was reported that the shock lead impedance measurement is fine. It was noted that a loose setscrew/potential connection issue is suspected and that this physician has had a history of connection problems. It was further reported that the patient will be having an x-ray for further troubleshooting.